Event description:
It was reported that the patient's blood glucose level reached 430 mg/dl. The pod was worn between 25 and 36 hours on the hip/buttocks. Hyperglycemia treated with correctional bolus.

Manufacturer narrative:
The soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. The downloaded data does not show any timeouts or drive stalls. It cannot be conclusively determined when this damaged occurred or if it impacted insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.